Event description:
Patient reported left side rupture. Device was explanted and replaced.

Manufacturer narrative:
Adverse event problem health effect - impact code: f2203. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation:  rupture.